Event description:
The lay user/reporter called lifescan (lfs) on july 26, 2006, and alleged that her son's meter was prompting an error 5 message. The medical affairs specialist spoke to the pt on july 27, 2006, and obtained and verified the following info. The pt was able to use the meter on the morning two days earlier. She was unable to report what the morning blood glucose result was, only that it was "normal". He took 2 units of humalog insulin, which is based on carbohydrate intake and meter result. She attempted to test his blood glucose before lunch, at approx 1:00 p.m., and obtained the error 5 message. She attempted several tests, but was unable to obtain a reading due to repeated error 5 messages. She states she withheld the pt's lunch and insulin dosage because she could not obtained a blood glucose result. After attempting several tests, she decided to take her son to clinic at approx 3:00 p.m. He had symptoms at the time of hunger and stomach pains. The result at the clinic was 250 mg/dl. No treatment was given to the pt. When she arrived home, she gave him 3 to 4 units of insulin and he had something to eat and drink. He felt better after eating. The correct testing technique was used and the test strips were in good condition. This complaint is being reported, as the meter issue was not resolved and the reporter was unable to obtain a meter result. The reporter had then decided to withold food and medications from the pt; the pt was later found to be hyperglycemic. It is not clear if the symptoms were related to the pts blood glucose level. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.